Event description:
Patient called alleging that the meter displays the apply sample icon. The patient applied enough blood on the test strip and meter still showed the apply sample icon. They were using the correct technique and issue still persisted. They used a new vial of test strips and issue with the meter was resolved. Customer service is replacing vial of test strips for the patient.